Event description:
Initial result for a patient troponin t was 1.24 ng/ml. When repeated, the result was 0.052. The incorrect result was not used to guide therapy. The field service representative could not confirm a malfunction of the system.